Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. The patient was not hospitalized for the event. On the same date as onset, the patient began treatment with vancomycin, injection, 1 gram, stat dose, (ip) intraperitoneally (frequency not specified) and meropenem, injection, 500 milligrams, ip, twice a day. On an unreported date, the treatment with vancomycin and meropenem were discontinued. Three days after onset, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.